Event description:
As per the study, the male pt rec'd a cypher stent in the proximal lad in 2001. In late 2007, the pt was hospitalized due to chest pain. Cardiac catheterization showed 70-90 % occlusion in the lad past the first branch. Pt was treated with ptca, diagnosis was ischemic heart disease.

Manufacturer narrative:
The prod remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.